Event description:
Hospital advised that the pump was programmed at a volume to be infused of 25 cc and a rate of 15cc/hr. The pump alarmed infusion complete, but the patient did not receive any volume. There was no patient consequence.